Event description:
Customer reported that the t:slim x2 pump battery experienced charging issues and issued a power source alert, specifically alert 07. Despite the problem occurring before contacting technical support, there was no adverse impact to the customer's blood glucose level. The customer did not need to change charging supplies, and the issue resolved itself with the pump eventually beginning to charge; no further assistance was required.